Event description:
It was reported that a patient underwent a left, indirect, inguinal hernia repair in 2008. In 2009, the patient indicated disabling symptoms with pain and movement limitations. The patient is currently taking an unknown medication for the pain related to the surgery.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.